Event description:
This report is being filed upon notification from our x-ray MFR in (B) (4) to submit this event. Problem: this is an x-ray system. Bolt broke on monitor stand and monitor fell to the floor. The falling monitor almost hit a technician. The monitor stand is broken.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA. Results - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA. Conclusions - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.